Event description:
Information was received indicating that a, cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported there was no air and the end user was unable to obtain the settings. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: direct: (B)(6).